Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image did not displayed during preparation for use. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) (oekg) checked the subject device and the abnormal image was displayed. Also the service department of oekg stated that the reported phenomenon might be attributed to the damaged camera cable due to the user handling. There was no report of patient injury associated with the event.